Manufacturer narrative:
Correction: there was no impact to the patient outcome and delay was less than an hour. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no impact to the patient outcome and delay was less than an hour.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the system. The covers were slightly misaligned causing the doors to failed to register closed intermittently. The representative removed gantry and door covers, inspected switches and linkage, and reinstalled covers allowing smooth opening and closing. The system check out and performed as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID bi70002000 (base sys o-arm sys o2) unknown lot# and bi71000503(inner gan cvr kit) unknown lot#. The following codes apply to product ID bi70002000 (base sys o-arm sys o2) unknown lot# fdm b01 fdr c07 fdc d07 the following codes apply to the product ID bi71000503(inner gan cvr kit) unknown lot# fdm b17 fdr c20 fdc d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging acquisition system would not let them scan as it thought the door was still open. No green light open and close door - still read door open. In troubleshooting, the site tried squeezing the door a few more times and it then worked.